Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure on the (B)(6) 2018 an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and non/mildly calcified lesion located in the proximal lad exhibiting 90% stenosis. Approximately five weeks later, on the (B)(6) 2018 the patient presented with chest pain on the left side. Angiogram performed on the (B)(6) 2018 which showed malposition of the previously implanted resolute onyx rx coronary drug eluting stent in the proximal part of the proximal lad. The lesion was successfully treated with clopidogrel and ptca was performed on the (B)(6) 2018. No patient injury was reported.

Manufacturer narrative:
The event resulted in prolonged hospitalisation. The event was resolved. The investigator assessed that the event was possibly related to resolute onyx, possibly related to the procedure, and was unlikely related to anti-platelet medication. Safety assessed that the event was unlikely to be related to resolute onyx, possibly related to the procedure, and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.